Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that just after placement, when infusing contrast medium, a leak was allegedly found. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) is not available because the corporate lot number is unknown. Investigation summary: the sample returned for evaluation was one 2.7 french single-lumen broviac catheter. Visual, tactile, and functional evaluations were performed of the physical sample. Tensile weakness and ballooning of the catheter material was observed just distal to the cuff sleeve. The catheter aneurysm was typical of over-pressurization damage, which can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. Therefore, the investigation is unconfirmed for external leak/break/split without embolism and confirmed for catheter aneurysm. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that just after placement, when infusing contrast medium, a leak was allegedly found. There was no reported patient injury.